Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the lead had fractured after the patient fell. In turn, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.